Manufacturer narrative:
(B)(4). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, evaluation of the customer samples was performed and additive abnormality was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd vacutainer® k2e 10.8mg plus blood collection tubes had foreign matter in tube; biological and non-biological before use.the following information was provided by the initial reporter: the customer noticed "there was foreign matter in one of the tubes."